Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application was not launched. A technical support specialist uploaded the software package files to resolve the issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis ciisafe, the system screen was unresponsive and prevented login. The customer reported that users were unable to remove the correct medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this event.